Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The reaction was located on the arm and was described as bumpy and red. It was reported that the patient's mother used over the counter cortisone cream to treat the affected area. Based on dexcom becoming aware on (B)(6) 2017 that the patient had a regular checkup visit on (B)(6) 2017 during which the physician told the patient that the previous sensor wear had resulted in a number of permanent scars. This caused previous related skin reaction complaints to be upgraded to reportable. At time of contact the patient's condition was stable. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.